Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, loss of capture and loss of sensing was noted even after the atrial lead was attempted to reposition several times. The capture threshold and sensing measurements were still unable to obtained even with pacing system analyzer. The physician suspected it was due to lead anomaly based on his previous experiences. The right atrial lead was explanted, and a new lead was implanted. No patient consequences were reported.